Event description:
The patient had difficulty recharging. The implantable neurostimulator was in a por (power on reset) condition. The patient was able to clear the por and resume charging. The patient had comfortable stimulation.

Manufacturer narrative:
(B) (4).